Event description:
The customer returned the instrument for credit for the reason it's locking mechanism is defective.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.